Event description:
Info received indicates the brake casters are not holding when in brake.

Manufacturer narrative:
The technician found the casters were not locking due to wear. The technician replaced the four casters to repair the stretcher.